Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated the right ventricular (rv) pace/sense set screw was found in the connector bore. The returned device indicated foreign material on the bottom surface of the rv pace/sense grommet. The returned device had damaged threads in the rv pace/sense setscrew block. The returned device indicated the rv pace/sense set screw had a rounded socket, damage to the threads and foreign material on the set screw threads. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD) the physician noticed they did not screw the lead fully into the device header. The physician attempted to loosen the screw but could not. The physician broke three wrenches when attempted to loosen the screw. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.